Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Correction to field d4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) # correction to field c2/d10. Concomitant product/therapy. Correction to field e. Initial reporter address 1 and initial reporter city. Correction to field h4. Device manufacture date. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested and functionally tested. The microscope inspection revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test and the functional test. Product analysis was not able to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The pump was explanted and replaced. No patient complications reported.